Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, as the device is fractured at the end of the shaft furthest from the tip. Striation marks can also be observed and felt on the end of the shaft near the fracture site. A definitive root cause of the fracture cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under instructions for use, it states, "orthopaedic instruments do not have an indefinite functional life. All instruments are subjected to stresses that impact their effectiveness. These instruments are designed for single use due to the aspects of the design that would be compromised if used more than once. Most instrument systems include inserts/trays and a container(s). Many instruments are intended for use with a specific implant. It is essential that the surgeon and surgical staff are fully conversant with the appropriate surgical technique for the instrument and any associated implant, if any." Device requested, not yet received.

Event description:
During an open reduction internal fixation the drill bit fractured. All fractured pieces were removed from the patient. The procedure was completed with another drill.